Manufacturer narrative:
(B)(4). It was reported that moderate calcification was noted in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a cuff miss occurred during suture placement with the proglide device in the moderately calcified right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. A second proglide device was used for successful suture placement. The arteriotomy was a 5f and the sheath was upsized to a 7f then to an 18f for the tavi procedure. The tavi procedure was completed and hemostasis was achieved with the pre-placed suture of the second proglide. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss could not be confirmed because key components were not returned with the device. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for device operates differently than expected, needle to cuff miss reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.